Manufacturer narrative:
On 7/25/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent unilateral removal and replacement with the following device: (right) 525cc mentor smooth round moderate profile saline catalog: 3501685 lot: 7729369 sn: (B)(4). On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed on the posterior view and one of them was noted in the anterior view. Four (4) tears were observed. The tear a was found within crease measuring 1.0 cm; the tear c was noted in the anterior view, measuring approximately 1.9 cm. The tear b was found in the anterior view and extending to the posterior view, measuring approximately 7.4 cm; and the tear d was found in the posterior view, measuring approximately 2.7 cm. Microscopic examination of the edges of the tears b, c and d revealed parallel striations. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 525cc mentor smooth round moderate profile saline catalog: 3501685, lot: 6520854, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation with two 525cc mentor smooth round moderate profile saline breast prostheses, suffered right side deflation post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.